Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing during an open liver procedure ,there was a break on the "armierungszone". The surgeon used a new suture to resolve the issue in order to complete the case. There was no reported patient injury.